Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when turning on the system, after booting, the systems showed "error initializing collimator". The manufacturer representative checked the collimator blades, the filter motor, and the source drive optical sensors. The most likely/suspected cause of the issue was the source drive assembly malfunctioned. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: bi71000189. H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the manufacturer representative rep laced the source drive assembly. The imaging system then passed the system checkout and was found to be fully functional. B01, c13, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.